Event description:
The stenting physician planned to place two bilateral stents into the renal arteries at the origins. The right renal artery was chosen to be stented first. The stent was positioned over the lesion and an inflation attempt, using a terumo syringe, was initiated. After fully inflating, the balloon reportedly failed at moderate pressure (no pressure gauge was used). The deflation time appeared prolonged: over one minute. After deflation, the balloon was removed with no significant resistance noted. Subsequent angiography showed a possible dissection of the renal artery, but when the balloon was checked, the distal half was missing. Add'l angioplasty. Two-thirds of the kidney was thereby perfused. Subsequently, a second stent was successfully placed in the left renal artery. Inflation pressure was measured at 8 atms's, which "felt" higher than the pressure at which the first balloon failed. Angiography of the right side at the end of the procedures demonstrated complete occlusion of the right renal artery just beyond the stent. In response, the pt was transfered to another facility for surgical removal of the balloon remnant, three hours after onset of the obstruction. A renal perfusion scan was done the next day which suggested no perfusion of the right kidney. A duplex ultrasound demonstrated 2/3 perfusion with an infarction of the upper pole. Although no increase in serum creatinine is reported, it is felt that some renal reserve has been lost. It is unknown how much renal function may be recovered in the right kidney.

Manufacturer narrative:
The product upon which this report is based was returned for eval in two pieces. The proximal portion of the delivery balloon was returned attached to the sds and the mid/distal portion of the deliverty balloon was returned in a vial. Note: the stent was not returned. The results of our eval found the axial fracture observed in the attached portion of the returned delivery sys appears to be primary to the two stage circumferential fracture also observed. Evidence suggests that the primary axial fracture exhibits characteristics consistent with balloon over-inflation. Our eval also revealed that distal to proximal applied force contributed to the secondary circumferential fracture which appears to have occurred during withdrawal of the device. In response to reports of balloon bursts below the rated burst pressure, corids has initiated a corretive action which is currently in progress.